Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, several positions were attempted for placement of the lead, after the second attempt it was not possible to screw out the lead. The ipl was pulled out by linear movement with the small perforation of the atrium. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal connector of the lead was extrinsically bent. The guide tooth of the lead was extrinsically damaged. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix and the is-1 pin bent. The guide tooth was damaged. No further helix function possible. If information is provided in the future, a supplemental report will be issued.